Event description:
The customer reported "smoke" coming from the back of the unit when running a cycle. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and the catalytic converter. He ran a test cycle and the unit MFR specs.